Manufacturer narrative:
Device 1 of 1. Brand name: unovac low vacuum drainage. (B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the, "drain tube entraining air at connection when suction applied. Suction quality significantly compromised until connection sealed with transparent film. Significant wound drainage/blood loss once drain sealed which required significant treatment following. Product remains in patient. Patient has now been transferred out of intensive care unit (ICU)." The patient also received, "multiple blood products required following re-establishing vacuum. 1 x packed red blood cells (prbc), 1 x platelets, 1 x fresh frozen plasma (ffp), 10 x cryoprecipitate." It was reported that the drain placed in the patient was not a product of convatec. It was not reported what type/brand drain tube was placed in patient and connected to the suction device. A video was received from the complainant depicting the reported complaint issue. No lot number was reported, due to packaging being discarded.